Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. The customer¿s blood glucose level were 600 mg/dl 482 mg/dl, 380 mg/dl, 332 mg/dl, 322 mg/dl and 221 mg/dl and treated it with manual injections. The low blood glucose value was 52 mg/dl and treated it with coffee and cream, later the value went up to 108 mg/dl. Customer had symptoms of nausea and vomiting. Customer also reported that the b and the act buttons of the insulin pump were not responding. Customer had not alleged that the insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer had performed high pressure test and it failed and on repeating the test there was no delivery alarm. The device will not be returned for analysis.